Event description:
The account stated that the cell dyn 3200 sl analyzer generated a hgb result of 5.88 g/dl with rbc morphology flag. The sample was repeated and the hgb was 13.4 g/dl. The initial result was not reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Misaligned/loose flow cell assembly. A field service representative (fsr) was sent to the account. The fsr examined the celldyn 3200 system and noticed that the flow cell assembly was not aligned properly and was leaking. The fsr re-attached the flow cell assembly drain tubing and performed an adjustment verification, which passed. The celldyn 3200 analyzer was determined to be performing within specifications. The complaint analysis and trending system was reviewed and no adverse trends were identified for this issue. The celldyn 3200 operator's manual was reviewed and was found to adequately provide instructions on troubleshooting imprecise or inaccurate data. No malfunction was identified. This is the final report.